Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep could not duplicate the malfunction. He adjusted the 5vdc power supply and found that the incoming 208 vac power to the monitor cart was low. He advised the biomed to have the electrician raise the 208 vac from 201 to 208 vac. The system is ready for use.

Event description:
The customer reported that the monitor cart shut down during a case. Also there were 'static' looking images then the images began going blank. The techs rebooted and the system came back up.